Event description:
Patient stated the needle button popped out at 11:15am after his meal he pressed the grey bolus release button and then followed up with the bolus ready button and that is when the needle popped out. Patient insist that he did not accidentally press the needle release button.